Event description:
It was reported that during central processing, a portion of the mega suturecut needle driver tip was broken. The procedure completed prior to this was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected after use in the or and upon cleaning the instrument, it was noticed that a portion of the tip was broken. There was no report of a fragment falling from the device while in use, and the patient did not return to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver was found to have a broken grip at the grip base. A piece approximately 0.206" x 0.120" was found to be broken off. The broken piece was not returned.